Event description:
Boston scientific received information that while attempting to gain access during an implant procedure, this patient developed itching skin and restless legs. The procedure was interrupted and the patient was moved. Multiple attempts were made to insert the right ventricular (rv) lead into the target vessel. The site could not be reached and the lead became stuck in the tricuspid annulus. The lead was released with some effort and the physician applied torque. Then, as the patient became nervous and started moving a limb, analgesics was dosed. The patient became calm and the physician succeeded to position the lead, however, it was noted that the patient was showing a reduction in blood pressure. An echocardiography was performed and subsequently cardiac tamponade was revealed. Drainage was observed and the device was connected to the lead and the patient's blood pressure became stable. The procedure was completed and the patient was admitted to the hospital and will be monitored closely. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.